Event description:
A pt experienced burning in the vaginal area one day following a procedure that used a condom-covered trans-vaginal ultrasound probe taht had been disinfected with cidex opa. Prior to the procedure, the pt felt the probe was contaminated and requested the physician to change the condom on the probe for a fresh one. The physician complied and during the process, reportedly smeared some of the lubricating gel and/or ultrasound gel on the outside of the new condom resulting in the transfer of cidex opa from the probe to her vaginal tissue. The pt reported that her labia had dark staining present for a few days after the event onset. The pt has seen four different doctors who reportedly have not been able to determine a reason for her discomfort. Medical history is significant for some non-specific bladder problems since the birth of her first child.